Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor pcb. System operates as intended.